Manufacturer narrative:
Based on the claim against the product by the customer noting unclamp failures, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper was analyzed, and the customer reported complaint "failure to unclamp tissue" was confirmed. The tip-up fenestrated grasper failed mechanical engagement when placed on the system. The tip-up fenestrated grasper inputs failed to engage with the sterile adapter after multiple attempts. Although the tip-up fenestrated grasper failed engagement after being placed on the system, there was no report of an engagement failure reported in the remote fe log during this procedure. The probable root cause was not established. However, common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disk. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the tip-up forceps instrument failed to unclamp from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia, the tip-up fenestrated grasper failed to unclamp from the tissue. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.